Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that the speaker produced audible sound. Philips was unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event and the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
The customer reported a speaker malfunction. The device was in use on a patient at the time of the event. There was no adverse event reported.